Manufacturer narrative:
An event of coronary dissection was reported. Information from the field indicated that a coronary dissection occurred during the procedure. The epic valve was removed, and a regent valve was implanted while the patient was still on bypass. The epic valve was returned to abbott for investigation, and no anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported coronary dissection could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm epic supra valve was chosen for a procedure. During procedure, a coronary dissection occurred and the valve got removed and 19mm sjm regent heart valve was implanted while the patient was still on bypass. There was no delay in the procedure. The patient was reported discharged.